Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
Line "occluded" - when line was heparin flushed, noted to be leaking from insertion site. Line removed by provider and noted to have break/hole near the 1 cm mark when flushed and no fluid flushing through tip of catheter.

Manufacturer narrative:
Inspection records, device history records and inspection of the returned sample were performed. The root cause of the failure could not be determined.